Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check supply line alarm. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the incident was due to use error. The home patient (hp) stated he forgot to remove the rubber stopper prior to spiking the bags. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding a check supply line alarm that occurred on the homechoice (hc) machine during prime. The technical service representative (tsr) instructed the hp to check the supply line for kinks or closed clamps. The hp stated he forgot to remove the rubber stopper prior to spiking the bags. The tsr explained the alarm and advised the hp to start over with new supplies. The hp confirmed to restart with a new set up. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.